Event description:
Pt called lfs alleging that the test strips would not accept blood or control solution. Strips were not expired or stored improperly. Pt explained that the strips appeared to be very thin, such that they would bend when inserted into the meter. Pt also reported that the strips had a black window. No adverse event or serious injury occurred. Customer service representative discussed product discontinuance.